Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer was in pool and received critical pump error. The customer was not able to clear alarms. It was also reported that insulin pump screen turned off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 noted in the device history and critical pump error (open book image) alarm during testing due to out of specific force sensor zero offset. No frozen display noted during testing.